Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient no longer has any hearing sensation. There has been no report of an accident. All the external parts were exchanged. Testing confirmed that the device has malfunctioned.